Event description:
It was reported by the pt's attorney that as a result of having the product implanted the pt has experienced significant mental and physical pain and suffering and has sustained permanent injury.